Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon felt that universal surgical manipulator (usm) 3 felt heavy and would fall if they let go of the control. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and found error 31088 on usm 3. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse followed up with the isi clinical sales associate and was informed that the site had done procedures with no issues using the same system and using arm 3 and the issue they reported did not reoccur after restarting the system from the first instance. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details which did not reveal any specific troubleshooting measures taken or possibly involved causes identified as related to the customer reported event.

Event description:
Refer to h11 for follow-up information.